Manufacturer narrative:
(B)(4). Medical devices: g7 osseoti multihole 54mm f, pn 110010265, ln 6022457; report source: (B)(6). Multiple MDR reports were filed for this event. Please see reports:0001825034-2018-09616. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure a g7 dual mobility metal liner would not fix into the acetabular shell. Due to the metal liner being driven several times, the acetabular shell fractured. The shell was removed and replaced. Attempts to obtain additional information have been made; however, no more is available

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure a g7 dual mobility metal liner would not fix into the acetabular shell. Due to the metal liner being driven several times, the bone fractured. Attempts to obtain additional information have been made; however, no more is available.